Manufacturer narrative:
A steris service technician arrived on-site following the reported event to inspect the unit and found that the sound cards on the avc-x were not operating properly. To resolve the issue, the technician replaced the sound cards. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that their hexavue ip custom room rack was "frozen". The event did not occur during a patient procedure. No report of injury.